Event description:
Pt reported that she has been experiencing periodic low blood glucose (40-50mg/dl), for the past 2 weeks. She indicated that she believes the device may be delivering too much insulin. No error messages were generated by the device. Pt self-treated by eating.